Event description:
It was reported that patient underwent total hip arthroplasty in 2008. Subsequently, patient was revised in 2009, due to a fractured acetabular liner. The liner and modular head were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Review of device history records show that lot released with no recorded anomaly or deviation. Date of event - 2009. Date explanted - 2009. Evaluation of the returned component found that the modular head showed severe scratching that was likely caused by contact between the head and the acetabular shell post fracture. Except for the local spot of scratching, the rest of the modular head showed little to no scratching. This report filed october 22, 2009.